Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2020 to educate the customer on how to attach and remove the single-use distal end cover. The ess reported that the education was provided to the facility¿s staff and five tjf-q190v distal end cap quick reference guides were left for reference. In addition, the tjf-190v was returned to the service center for evaluation. The bending section rubber glue was found cracked on the insertion tube side. No other abnormalities were noted. However, the maj-2315 single-use distal end cover was not returned; therefore, evaluation can be performed.

Event description:
The user facility reported that at the conclusion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single-use distal end cover was noted to be missing when the scope was withdrawn. The patient was re-scoped to retrieve the distal cover; however, it could not be retrieved. The patient was then extubated and taken to post op. It was reported that while in recovery the patient coughed up the distal end cover. There was patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from received from the customer states a sphincterotome, wire and balloon were involved. There were no other devices replaced during the procedure. The intended procedure was completed with a different device. The device failed at the end of the procedure. In addition, the legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of the event could not be conclusively determined. The legal manufacturer reported that the most likely probable causes are as follows: ·the distal cover was incorrectly attached or loosely attached to the scope, and it came off when the scope was removed. ·to attach the distal cover, the user failed to push it straight. It caused a crack in the distal cover. The distal cover with a crack became unstable on the scope and came off when the scope was removed. Legal manufacturer recommends to be sure to attach the distal end correctly and verify that it's firmly attached before use. The specific procedure is described in the user's manual "7.3 attaching the distal cover". In regards to a crack in the distal cover, the user's manual clearly states the following warning note. - push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, reproduction testing was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using samples on-site, but it was confirmed that the indicated event was not reproduced. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. It is likely the event occurred due to the following: the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Since the subject device was not returned for evaluation, the definitive root cause of the reported issue could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).